Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was determined the issue was related to the mobile application. It was indicated that the patient was using an unsupported operating system. Data was received but investigation window does not reflect the alleged device and/or the alleged issue. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.